Manufacturer narrative:
The reported event no low-voltage (lv) output was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Further analysis was performed, including output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to the reported event of the pacing problem. An assessment of the total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
During a clinic follow-up, a loss of pacing was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.